Manufacturer narrative:
On an unknown date in (B)(6) 2017 stated as ¿approximately 3 weeks ago¿, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by the presence of fibrin and cloudy pd effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with vancomycin, 2 grams x 3 doses, intraperitoneally (ip) in the pd solution bags, gentamicin, 160 mg x 3 doses, ip, and ceftriaxone, 1 gm x 1 dose, ip. At the time of this report, the patient¿s pd effluent continues to be cloudy. No further detail was provided regarding the patient¿s outcome from the event or if dianeal therapy was ongoing. No additional information is available.